Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for analysis. Not returned to manufacturer.

Event description:
A medtronic representative reported that a reduction screwdriver was worn. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.